Manufacturer narrative:
Concomitant medical products: w1tr01 device, implanted: (B)(6) 2018; 4968-35 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away approximately six weeks after explant of the cardiac resynchronization therapy pacemaker (crt-p) system due to sepsis.